Event description:
It was reported that this left ventricular (lv) lead was implanted in the left bundle branch and exhibited an alert for automatic threshold detected greater than programmed amplitude or suspended due to fusion events. The lead was in suspension with thresholds at 5v due to no successful tests. The patient was evaluated in clinic and left ventricular automatic threshold (lvat) test was turned off. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).